Event description:
Pt had ivc filter placed (B)(6) 2009 due to contraindication to anticoagulation (recent bleeding) in the setting of lower extremity dvt and critical illness. In (B)(6) 2015, during imaging for gastrostomy tube replacement the ivc filter was seen and noted to be fractured. The filter itself was removed in an outpatient ambulatory setting by interventional radiology. A fractured strut remains that extends outside the lumen of the ivc.